Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Event description:
This procedure was performed in (B)(6): during femoral angioplasty, the evercross balloon was brought on its first inflation to 10-11 atms. The balloon then ruptured. When attempting to retrieve the balloon, the catheter's distal part separated but was still on the guidewire. The physician used a snare to assist in the removal of the evercross, but was unsuccessful. Finally under general anesthesia the balloon was removed. The procedure was completed successfully.